Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) was giving constant errors when activating monopolar and bipolar energy. Prior to the call, the iesu was restarted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) confirmed no external high frequency was nearby and that the iesu was connected to a dedicated well-grounded power outlet. The procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open surgery with a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have an error. A visual inspection noted no significant scratches or dents. The front bezel was in decent condition. There were errors on start and with monopolar coag activation when the erbe unit was placed on a golden system and run in normal mode.